Event description:
The implantable neurostimulator moved in the abdominal pocket. A dacron pouch was used to better secure and stabilize the implant at a revision surgery in 2008. During the course of the revision, the extension was partially pulled out of the implantable neurostimulator so there were open circuits. A second revision occurred 2009 to address this issue. Afterward, the pocket became infected, which never healed. The extension and implantable neurostimulator were explanted. Culture were taken at explant (results not reported). Replacement will occur at a later surgery. The pt outcome after explant was reported as 'recovered without sequela.' Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The implantable neurostimulator lead has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.